Event description:
The patient reported that their stimulator slowly stopped working in and they had no therapeutic effect. On (B)(6) 2016 this was reported as a gradual change. It was noted that the patient had started taking oral medication since they were having retention again and was not able to pee. The patient checked the device, and confirmed the stimulator was off. The stimulator was turned on and the stimulation was adjusted until they could feel it comfortably on program 4 at 1.45 amp. It was indicated that the patient would try this setting, and mentioned that this setting worked well before it got turned off. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient indicated that after it had worked so well, it wasn't helping their urinating that much, so they tried to adjust it. They tried turning it up, but when they finished, they turned the device off in error. The patient mentioned that the device not working/being off, no therapeutic effect, and return of retention had been mostly resolved. They didn't think it was as good as it was originally. The patient stated that their bladder was leaking some. They waited to see if they could fix it, but noted that they called the manufacturer representative (rep). The rep gave them steps to try and fix the issues.

Event description:
Additional information was received from a consumer (con). It was reported that it wasn't working and they found that it was turned off. They stated that they must have done it accidentally while adjusting the strength of it. They noted that they were coached on using the buttons properly and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.